Event description:
The joystick of the intralase fs laser was not working properly. The joystick, which controls movement of the delivery system, moved in the opposite direction. Specifically, when downward movement was requested, the delivery system moved up; and when upward movement was requested, the delivery system moved down. This malfunction was detected prior to surgery, there was no patient involvement or injury. Upward movement does not pose any patient risk, however unanticipated downward movement of the delivery system has the potential to cause corneal trauma.